Manufacturer narrative:
Foreign: (B)(6). Additional contact information: (B)(6).

Event description:
Information was received indicating that three smiths medical, cadd medication cassettes were leaking. It was reported the cassettes contained 25 ml of morphine 40 mg.ml and 75 ml of sodium chloride 9 mg.ml and during final check by the pharmacist the leaking was observed. No patient involvement as the event was observed prior to delivery. No adverse patient effects were reported.